Manufacturer narrative:
A video was provided to edwards lifesciences for review. The images revealed a pinhole leak was present in the crimp balloon near the proximal end of the triple marker, confirming the complaint. Due to the nature of the complaint and the returned condition of the crimp balloon (pinhole causing a leak), no relevant functional testing was able to be performed. During dimensional testing, the crimp balloon double wall thickness was measured proximal to the pinhole and the measurements were found to be within specification. During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes and gel spots. The entire device also underwent 100% final inspection by manufacturing and quality for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. In addition, all lots were required to undergo product verification testing under a sampling basis. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review of work order was performed and revealed no other similar complaints. A review of complaint history from june 2017 to may 2018 for the edwards commander delivery system (all models and sizes) revealed other similar returned complaints for and no manufacturing non-conformance were identified. A review of the complaint history revealed that the complaint occurrence rate exceeded the may 2018 control limit for the applicable trend category. The commander delivery system instructions for use, prepping manual and training manual were reviewed for instructions relating to the complaint event. No IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on review of the provided video and observations made during product evaluation. However, no manufacturing non-conformances were identified in the returned sample, as dimensional testing of the balloon double wall thickness met specification. Furthermore, a review of complaint history, lot history, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the reported event. As there was no mention of issues with de-airing during preparation of the device, it is likely that the damage to the balloon occurred during the procedure. It is possible that, during the advancement or inflation of the balloon, the structure of the balloon wall became damaged by calcification, resulting in the small pinhole observed. The scratches observed on the flex shaft during visual inspection further supports that patient calcification impacted the delivery system. The small hole in the crimp balloon would have resulted in leakage during inflation and the partially deployed valve as described in the complaint description. It was additionally noted in the complaint description that ¿it was perceived that during valve alignment the angle of the valve on the pusher may have caused the balloon burst.¿ per the training materials, valve alignment should be performed in a straight section. Although the balloon did not burst, if valve alignment was performed in a non-straight section, the valve could have become non-coaxial with the flex tip resulting in a valve strut damaging the crimp balloon. The gouging on the flex tip is indicative of high forces during valve alignment. Available information suggests that patient (calcification) and/or procedural (performing valve alignment in a non-straight section) may have contributed to the complaint event. Although the complaint occurrence rate exceeded the monthly control limits, since no product non-conformances or IFU/training inadequacies were identified, neither a product risk assessment, nor corrective or preventive action was required.

Manufacturer narrative:
(B)(4).  Investigation is ongoing.

Event description:
As reported, during a transcarotid tavr procedure in the aortic position, a pinhole tear was observed in the delivery balloon upon inflation of the delivery system.  The 29 mm sapien 3 valve was able to be deployed more than 50%.   A second 29 mm commander delivery system with nominal prep was used to post dilate the valve.  The valve was placed in a 90:10 aortic position, as intended.  Post op echo showed no pvl or cai. It was perceived that during valve alignment the angle of the valve on the pusher may have caused the balloon burst.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information obtained confirmed no tools were used to remove the balloon cover. The delivery system was returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation the delivery system was observed to have been returned with the full loader assembly over the flex clamped with hemostats. A kink was observed on the flex shaft due to packaging. The I/c bond appeared intact. A pinhole was observed at the proximal triple marker.  Minor gouges were noted on the flex tip. Investigation is ongoing.